Manufacturer narrative:
(B)(4). The device was returned for analysis without the distal shaft and tip. The hub, hypotube, and collar were microscopically and tactilely inspected. Inspection revealed a complete separation of the shaft at the collar, and damage to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the guidezilla failed to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, preliminary analysis of the returned device revealed that the distal shaft was fracture.